Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked during lipid infusion. The leak was observed at the y-site, ¿despite a green alcohol cap being in place at the y-site.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure/back pressure, clear passage, priming, gravity, and a simulation run on an in-lab pump; no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.